Event description:
It was reported that during a breast biopsy, the tip of the marker sheared off and was imbedded in the pt. The course of action will be to wait until the biopsy results are returned from pathology. Procedure was prolonged by 30 minutes.

Manufacturer narrative:
Info anticipated, but unavailable at this time.